Event description:
The evening following a routine hemodialysis treatment, pt complained of chills and fever, pt was admitted to hospital in 2009 with catheter infection. Pt received 3 doses of vancomycin 1 gram each and was discharged on the third day. Dialysis nurse administered a 4th dose of vancomycin 1 gm 3 days later. It was reported that the short line segment with the blue clamp on the dialysate disposable was loose and fell off. The operator indicated that they reattached it and continued to make a batch of dialysate. No cultures were done on the batch of dialysate which was used for the dialysis treatment preceding the hospitalization.

Manufacturer narrative:
There is no evidence of device malfunction. The user's guide contains adequate warnings to not use dialysate sak if package is damaged, leaking, or if any connector protective caps are loose, disconnected or missing. User's guide also advises patients to use aseptic technique to prevent infections. There have been no other similar reports. This report is considered closed. No add'l info will be provided.